Manufacturer narrative:
(B)(4).

Event description:
Pentax of america, inc. Filed MDR 2518897-2014-00006 based on video gastroscope model eg-2970k/serial (B)(4) involved in an event. The MDR included information on three patients in which procedures were performed potentially with a brush fragment lodged inside the video gastroscope. To ensure full compliance with FDA's expectation of one patient per number, pentax of america, inc. Is submitting two additional mdrs to ensure each patient is uniquely identified/reported. MDR 9610877-2015-00082 is being submitted to ensure the third patient is uniquely identified/reported. Going forward, pentax medical will report supplemental information on this patient exclusively to this MDR. MDR 2518897-2014-00006 includes information previously reported on the patient identified in this MDR and on the device involved in the event (video gastroscope model eg-2970k/serial (B)(4)).